Event description:
The manufacturer received information alleging a broken fan. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at third-party service center, a ventilator inoperative error code related to the machine flow sensor was found in the ventilator's downloaded error log. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The flow sensor was replaced to address the issue. Additionally, un-related to the reportable malfunction/error code, an error code related to the motor controller and an error code related to sensor offset were found in the ventilator's downloaded error log. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. The blower was replaced to address the issue. Evt_drift_debug means the sensor offset during drift calculation is too high. The circuit board was replaced to address the issue. Also, one of the in-line filters prox. Was replaced due to contamination.